Manufacturer narrative:
On 12/10/2015 the field service engineer (fse) found the wbc (white blood cell) bath overflowing due to a clog in the wbc waste line. The fse cleared the clog to fix the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an uncontained fluid leak of about 8 oz. From the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.